Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for planned non-emergency treatment. The procedure was completed using another system. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. The rse worked with the biomed and found that the geo pc led turned on, but the fan briefly started and then stopped. Analysis of log file indicated malfunctioning of geo-pc. A philips field service engineer (fse) inspected the system on-site and confirmed issue with the geo pc. To resolve the reported issue, the fse replaced the geo pc. The system was returned to use in good working order and ready for clinical use. The geo pc was returned for further analysis, and a hardware issue was identified. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.